Event description:
Implant date: 2006. It was reported that posterior fixation was added to a pre-existing construct secondary to osteomyelitis and diskitis of l2 and l3. Post-op x-rays showed two setscrews completely backed out of the screws and the rod was sitting proud on the left side. Approximately two and half months post-op, a revision surgery was done to remove and replace the hardware with larger diameter screws.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. A product analysis is in progress pending receipt of documentation. Unable to determine the cause of the event at the present time.